Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed for the subject device. Laser etching indicates item is part number 498.102, lot # 4259003. The returned item exhibits a brown/gold anodized finish with areas of missing anodite and other visible blemishes indicative of post manufacturing use. The review of post manufacturing inspection requirements and acceptance criteria found no dimensional, visual, material, or functional features relevant to the complaint condition reported as adverse event: no reported product problem. As a result the complaint is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (B)(6) female had revision surgery (date and cause of the original surgery was unknown) after an x-ray revealed that 2 screws were broken at the top with non-union. The screws were found to be broken at l4-l5 on the left side. After a 45 minute delay, the surgeon was able to extract both screws. The surgery was completed successfully with good patient outcome. This report is for 4 of 8 for (B)(4).